Event description:
Caller reported patient blood glucose results of 91 mg/dl on compact plus system 1, 50 mg/dl on compact plus system 2 within less than 10 minutes later. Reported no adverse event relative to discrepancy. Caller did not know if there was treatment given , but patient went to the hospital in the ambulance. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This medwatch is for compact plus system 1. Please see medwatch with (B)(4) for report on compact plus system 2.

Event description:
Event description states: "band/port removal." Follow-up findings: the device was explanted due to patient's ongoing nocturnal reflux.